Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the device was closed the clips does not feed into the jaws. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Malformed clip, advancer bypass the analysis results found that one device was received with two pear shape clips in the jaws. In an attempt to replicate the reported incident, the jaws were cleared and the device was tested for functionality. During testing, the first two clips were malformed as they did not fully advance into the jaws. The remaining six clips were properly formed. A batch record review was performed and no anomalies were found during the manufacturing process.